Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tool was not performing its functional tasks. The product broke before use due to wear of the product.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: added: b5, d4 (lot), h4 corrected: b3, h6 (medical device problem code).

Event description:
Additional information received indicated that the bearing was broken into more than 2 elements.